Manufacturer narrative:
The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime, and displacement tests. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was minor scratches to the lcd window, cracked case near display window corners, batter tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with motor error alarm. The customer states they tried to redo the set, but kept getting motor error alarms. The customer's blood glucose level at the time of incident was 132mg/dl. The customer reports the presence of motor position encoder error alarm. Troubleshoot was conducted. The customer was advised that the device would be replaced and returned for analysis.